Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. The distal strut row was misaligned. The tip of the device was flared. The balloon section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulty occurred. The 67% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending coronary artery (lad). Predilation was performed with a 2.5x20mm maverick balloon. A 3.0x20mm taxus liberte stent was advanced, but it was unable to cross the target lesion. A 2.75x20mm taxus liberte stent was used to complete the procedure. No patient complications were reported and the patient's status is stable. However, product analysis revealed stent damage.